Manufacturer narrative:
The device manufacturer's field service representative (fse) visited the customer site to evaluate the device. The fse was able to duplicate the reported problem and replaced the device's radio as a result of his eval. Although the user reported a problem with the nibp parameter, the actual problem was with the device's radio. The problem with the device's radio caused the requested nibp reading to not be transmitted from the display monitor (where it is initiated) to the base monitor (which actually takes the nibp reading). Following replacement of the radio, the device was functionally tested per internal test procedures and returned to service by the user. We are considering that there was a need for emergent care because the pt was reported as having coded. Therefore, this is considered as a serious injury. The available info gives no indication that the inability of the users to operate the nibp function was a factor in the code. If this malfunction were to recur, it would not lead to a serious injury or death because this malfunction would be obvious to the user. If the malfunction were to recur, the user is likely to utilize a back-up monitor to proceed with the case. If a back-up monitor was unavailable and lack of a back-up monitor was to preclude the use of the scanning device in diagnosis, alternative diagnostic methods would be implemented as warranted for the pt.

Event description:
The user reported that they had a pt code and the device's nibp parameter did not work.